Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 1999 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a mesh revision on (B)(6) 2001 and (B)(6) 2001. On (B)(6) 2004, the patient underwent a mesh removal of the eroded part. On (B)(6) 2006 the patient underwent eroded mesh removal. The patient underwent a procedure on (B)(6) 2011 because of vaginal bleeding due to the mesh.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to vault prolapsed and enterocele.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 1999 in order to treat rectocele and cystocele concurrently with an abdominosacrocolpopexy, enterocele repair, burch procedure, rectocele repair, cystoscopy, and suprapubic catheter. No additional information was provided.